Event description:
User experienced one patient with discrepant gentamicin results, which does not fit with the clinical picture. Initial result gave 4.14 ug/ml. The hospital pharmacy called about the 4.14 ug/ml result indicating the patient was not on gentamicin. The same sample was sent to a reference lab for testing on a different instrument, which resulted at <0.2 ug/ml. Two additional samples were obtained from the same patient in 2008, initially resulting at 4.30 and 4.15 ug/ml respectively. The same samples were repeated at the same reference lab, which gave the same results of <0.2 ug/ml. The user stated the patient's treatment was not delayed or affected by the incident. The field service representative was unable to determine a root cause, but noted that he inspected instrument operation with no problems noted. Performance tests were performed and within specification.